Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-sep-2020. The most recent information was received on 11-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') and transient ischaemic attack ('transient ischaemic attack') in a female patient who had essure (batch no. B44009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced transient ischaemic attack (seriousness criterion hospitalization) with hypoaesthesia, facial paralysis and aphasia, 6 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sleep disorder ("severe sleep disorders") and insomnia ("insomnia"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (removal of implants and hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown, the transient ischaemic attack had resolved and the sleep disorder and insomnia had not resolved. The reporter provided no causality assessment for insomnia, sleep disorder and transient ischaemic attack with essure. The reporter considered medical device removal to be related to essure. The reporter commented: following the transient ischaemic attack, the patient also suffered from severe sleep disorders, including insomnia. She was admitted to hospital for several days following the transient ischaemic attack and numerous medical examinations since. She suffered from sleep disorders. No sequelae following the transient ischaemic attack but lifelong aspirin treatment, leading to severe chronic anaemia. Lot number: b44009 manufacturing date: 2013-06 expiration date: 2016-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') and transient ischaemic attack ('transient ischaemic attack') in a female patient who had essure (batch no. B44009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced transient ischaemic attack (seriousness criterion hospitalization) with hypoaesthesia, facial paralysis and aphasia, 6 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced sleep disorder ("severe sleep disorders") and insomnia ("insomnia"). The patient was treated with acetylsalicylic acid (aspirin) and surgery (removal of implants and hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown, the transient ischaemic attack had resolved and the sleep disorder and insomnia had not resolved. The reporter provided no causality assessment for insomnia, sleep disorder and transient ischaemic attack with essure. The reporter considered medical device removal to be related to essure. The reporter commented: following the transient ischaemic attack, the patient also suffered from severe sleep disorders, including insomnia. She was admitted to hospital for several days following the transient ischaemic attack and numerous medical examinations since. She suffered from sleep disorders. No sequelae following the transient ischaemic attack but lifelong aspirin treatment, leading to severe chronic anaemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.